Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("implant migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering from migraine prior to undergoing the implantation of essure. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, menorrhagia ("heavy menstrual bleeding"), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), menstruation irregular ("irregular periods") and migraine ("severe migraines"). The patient was treated with surgery (may have no choice but to undergo a hysterectomy to have her essure device removed). Essure was removed. At the time of the report, the device dislocation, menorrhagia, abdominal pain, dyspareunia, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, menorrhagia, menstruation irregular and migraine to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.